Event description:
Customer reported an un-dosed test strip generated a result. Customer stated the device was flat on the table and nose cover was in place and not loose. No treatment. A request was made for return product and replacement product was sent.